Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks with a subsequent electrical shock. It was reported that during setup of the device for clinical use, after the nurse plugged the device into ac power and powered on the device, a loud bang was heard, and sparks were noted from the docking station where the cord enters the device. The customer contact reported that the nurse felt tingling and heaviness in the right arm. It was reported that the nurse was assessed in the emergency dept. The customer contact reported that the nurse's electrocardiogram and vital signs were within normal ranges. There were no reported adverse effects to the nurse. No medical interventions were reported. The docking station was removed from clinical service. During testing at the user facility, a loud bang was noted. It was reported that contamination was noted internal to the device. Though requested, no add'l info was provided.